Event description:
We have 3 steris model 5085 surgical tables where the center shroud/cover keeps getting damaged making the table in usable. Seven events since purchased in (B)(6) 2012. These new surgical tables are a new design with a different shroud/cover than past table models. If shrouds/covers are slightly bent then the power drive motor portion of the table makes the damage worse. Where it renders the table unusable. Steris has not determined what is the cause but have replaced the shrouds/covers under warranty.